Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving heparin (1 ml at 1/day) via an implantable infusion pump. It was reported that the pump stalled and recovered after a MRI. On 2021-oct-25, additional information was received from the manufacturer representative (rep). The length of the stall post MRI was requested. The rep stated, "according to the logs, it took approximately 9 hours post MRI (however, it is believed to have been in telemetry mode according to the tech services rep I spoke to)". The patient's weight was provided.